Event description:
It was reported the infusion pump over infused while in patient use. According to the report when they infused a patient with magnesium, it was infused too fast. It was supposed to be infused over a 2-hour period and instead, it was infused in just 45 minutes. There is no patient information.

Manufacturer narrative:
The customer¿s stated issue of an over infusion of magnesium was not confirmed through a review of the device logs or through testing. The pump module was found to be under infusing during testing, unrelated to the over infusion complaint. Log analysis results: results from a review of the pcu error log shows no malfunctions on the reported event date and time. The pump module was programmed to infuse drug ID 244 (magnesium sulfate ivpb) with a concentration of 2grams/50ml. However, the programming was canceled and then the device was selected again. Again, the device was programmed to infuse drug ID 244 (magnesium sulfate ivpb) with a concentration of 2grams/50ml, programming was canceled again. At 7:25:35 am drug ID 243 (magnesium sulfate ivpb) with a concentration of 1gram/100ml was programmed as a primary infusion but it was not started. The pump module was channeled off again at 7:26:05 am. The root cause of the customer¿s complaint was not definitively identified in this investigation. Device history review: a review of the device history record showed the device had a manufacture date of 05/28/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure that correlated to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. The device has been received and an evaluation is pending.

Event description:
It was reported the infusion pump over infused while in patient use. According to the report when they infused a patient with magnesium, it was infused too fast. It was supposed to be infused over a 2-hour period and instead, it was infused in just 45 minutes. There is no patient information.